Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath appeared to be twisted near the ¿tip of the opening.¿ the sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least seven injections were performed with catheter 2af284 / 30390-81 on the date of the event without any system notice triggered. Upon visual inspection of the flexcath sheath 4fc12 / 22366-023, results showed the device was kinked 1.1760 inches from the tip. The sheath failed the test due to kink. In conclusion, the reported issue (sheath twist) has been confirmed through testing but not through data analysis. The sheath failed the returned product inspection due a shaft kink near the tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.